Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determinesource: phone.

Event description:
Reported 1 false negative sars result on asymptomatic patient (off label at the time). The customer communicated the result was confirmed positive by molecular (pcr testing). The customer was unable to provide further details.